Event description:
Account reported to consultant: during inventory control, after counting and while putting the k-wire package back, one end of the k-wire punctured through the palm of the hand and the other end punctured through the finger of hospital personnel. Hospital personnel has been bandaged up and the bleeding has stopped. (3) k-wires punctured the hospital personnel. (3) k-wires punctured the right hand and (2) punctured the left hand. This is 3 of 3 reports for this event.

Manufacturer narrative:
A review of the raw material device history record revealed this lot met all specifications with no anomalies noted. A review of the device history record revealed no complaint related anomalies. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The wires conform to all dimensional specifications. A review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Review of the packaging device history shows that these wires were packaged in a 10 piece package with tip protectors at both ends. This lot was packaged with no issues documented that would lead to the complaint condition.